Event description:
It was reported to manufacturer, by attorney, a notice of wrongful death was served in 2007. "Per claim, the decedent became lodged between his bed mattress and his bed rails and as a result of having become so lodged was unable to breath and died as a result of positional asphyxiation". It appears that the product (bed, rails, and mattress) was not preserved by the nursing home and as a result of that action we can not identify for certain that the product in question was manufactured by joerns healthcare inc. However, our records do indicate that customer/evergreen nursing and rehabilitation center has ordered from us as well as through catalog supplier/direct supply our customer. And those records show facility has purchased the model ezc b684 bed and f14 1/2 side rails. Report is still in the discovery stage. As described, this would be considered a zone 3; between the rail and mattress entrapment.